Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 47 mg/dl at the time of the incident. The customer states a temporary basal was not programmed before the alarm occurred. The customer stated that they experienced an unexpected restart from the insulin pump. The customer was advised to monitor the insulin pump if the issue occurred.